Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that when the scope accidentally came off the light cord, the safety feature of the light cord turning off failed and this related in the potential burn injury of a patient